Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect(s) of hypotension is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The hypotube was separated distal to the strain relief. The material at the fracture face of the separation was flattened consistent with kink prior to separation. There were multiple kinks and bends on the hypotube. The observed delivery system damage (hypotube separation/kink/bent) appears to be related to handling and/or manipulation of the device during the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat lesions in the anterior descending, circumflex and posterior descending arteries. A hydrophilic guide wire was positioned in the distal third of the posterior descending branch and pre-dilatations were performed applying high pressure with a 2.25x15mm trek balloon. Two xience alpine stents were implanted; however, the 2.25x23mm xience alpine stent delivery system (sds) failed to cross due to significant calcification and the lesion being more distal. The patient was clinically and hemodynamically unstable [hypotension], requiring the use of vasoactive amines. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the hypotube was separated 51cm distal to the strain relief. The material at the fracture face of the separation was flattened. No additional information was provided.